Manufacturer narrative:
The report received from the field indicated that restenosis was found in the two stents implanted in the sfa of the left leg. Clinical impression: a (B)(6) male sirocco study pt who had two bar metal stents implanted into his left superficial femoral artery two years prior returned with worsening claudication to the non-treated right leg. Upon angiography it was noted that the two previously placed stents had restenosis of 50-70% and were not considered by the investigator as severe or relevant. The original vessel was described as calcified. There was no reported injury to the pt. The products will not be returned for analysis. The major contributing factors to this event appear to be pt and vessel related. Device history review: this is the first complaint for restenosis received for this product catalog number within the six months prior to the alert date (B)(6) 2004. A device history record review was not performed as no product lot number was provided by the customer. No product was available for analysis. The exact cause for the reported restenosis event could not be determined. This is one of two products used during the same procedure. Please reference MFR report #s 1058196-2005-00170 and 00171.

Event description:
Left leg: 2 in-stent restenosis.